Manufacturer narrative:
Concomitant medical products: product ID: tav-mdt2-26-c, serial/lot #: (B)(4), ubd: 12-mar-2021, UDI#: (B)(4). Product analysis: the delivery catheter system (dcs) was discarded and the valve remains in the patient, therefore no product analysis can be performed. Conclusion: the reported event indicates that, after the valve was implanted while removing the delivery catheter system (dcs), the tip of the dcs caught on the valve causing it to dislodge. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, and in this case it was reported that it was due to the dcs getting caught on the valve. Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut valve instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. No images from the procedure were received for review; given the limited information, the root cause of the dislodgement event cannot be conclusively confirmed. Dislodge events are typically not related to a device malfunction. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the valve had been released from the delivery catheter system (dcs) the valve dislodged as the dcs was being removed. Therefore, a second transcatheter bioprosthetic valve was implanted. It was reported that nosecone could have interacted with the valve. No additional adverse patient effects were reported.